Manufacturer narrative:
The information provided with the initial report, was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call by a health care professional that the customer got hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The customer had noticed on (B)(6) 2020 that the reservoir was not screwed in tightly in the pump. She delivered a bolus and her blood glucose was still going high. The customer had also tried delivering a second bolus which did not help much. She then screwed the reservoir back into place. Then, she was hospitalized for low blood glucose and coma.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the daily history screen. No bolus anomaly noted. Device uploaded properly using care link. Device had scratched case and a pillowing keypad overlay. No damage noted on the retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the daily history screen. No bolus anomaly noted. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. No damage noted on the retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by a health care professional that the customer got hospitalized due to low blood glucose around january 11, 2020 with unknown blood glucose levels at the time of the incident. The customer had noticed on january 10, 2020 that the reservoir was not screwed in tightly in the pump and she had screwed it back into place, after delivering a bolus and still going high. The customer had also tried delivering a second bolus which did not help much. The caller did not mention how the customer was treated. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.